Event description:
During the implant procedure, during nerve dissection, a vessel was nicked causing excess bleeding. Physician used cautery and applied pressure to stop the bleeding. This resolved the issue.